Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hypoglycemia to 59 mg/dl after a prior hyperglycemic reading of 189 mg/dl, and the spouse expressed concern that the ilet algorithm delivered insulin too aggressively for the elevated glucose. Symptoms included hypoglycemia. Outcomes included troubleshooting and education on algorithm behavior, correction dosing, insulin sensitivity, and guidance to consult the healthcare provider for targets and low glucose management; no alerts or alarms occurred and no healthcare facility visit or treatment was required. Investigation included case assessment and referral to field support for follow-up on ilet use. Investigation of this case revealed no device malfunction, with no alarms and no ongoing device issues reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.